Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. Customer treated with manual injection. The customer also reported sensor with inaccurate readings. Blood glucose was 480 mg/dl while sensor glucose was 318 mg/dl. Customer declined troubleshooting for high readings and sensor issues. The insulin pump/sensor will not be returned for analysis.